Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced low blood glucose (bg) which resulted in loss of consciousness. Bg value was not provided. Customer required assistance addressing bg level with a muffin. Customer alleged the pump did not deliver insulin as intended. Although requested, the customer did not upload the pump data logs for tandem technical support to perform a log review to determine a possible cause. Multiple follow up attempts were made to gather additional information, however, the customer did not respond to follow up attempts.